Event description:
The 840 ventilator stopped cycling while in use on a pt. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not be duplicated. No parts were replaced for the reported malfunction. The unit passed extended self testing.